Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation revision with two unknown mentor silicone breast implants has experienced left-sided capsular contracture (unknown grade), and unexplained systemic symptoms postoperatively, including joint pain, hip pain, knee pain ,headaches, fatigue, insomnia, feels like an 80 year old person, sharp pain on the ankle (left one) that comes and goes, pain on the lower sciatica area that comes and goes. The patient has consulted her primary doctor, but mentor doesn¿t have any information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.